Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using cold insulin and did not properly remove residual air from the cartridge. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.